Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging the pump was stuck on the basal edit screen. The caller reported the patient's blood glucose had elevated to 467 mg/dl with confusion at the time of the call. It was determined the patient experienced the hyperglycemia because they had not had their basal dose for two hours in efforts to access the basal edit menu. The customer support representative assisted the caller in moving off of that screen through troubleshooting and had the caller give an ez-bg bolus to diminish the patient's high blood glucose. Animas customer support representative advised the caller that the basal edit menus are for health care provider initiated settings and do not need to be edited until the health care provider has ordered the edits. There was no malfunction with the pump. The caller was educated by the representative. This complaint is being reported because there the patient experienced hyperglycemia while on insulin pump therapy due to a training/misuse issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings:. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2017. Due to continuous use of the pump the black box data/histories for the event on (B)(6) 2015 have been overwritten. The basal edit screen was able to be successfully accessed and the basal program was successfully changes with no issues. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately.